Manufacturer narrative:
Summarized patient outcomes/complications of aortic valve replacement in pediatric patients with laubry-pezzi syndrome were reported in a research article in a subject population with multiple co-morbidities including laubry-pezzi syndrome, prior surgery, severe tricuspid regurgitation, aortic regurgitation, and aortic stenosis. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. B3: event date is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: article title "aortic valve replacement in pediatric patients with laubry-pezzi syndrome".

Event description:
N/a.

Event description:
The article, "aortic valve replacement in pediatric patients with laubry-pezzi syndrome", was reviewed. The article presented a retrospective, single center study to evaluate the clinical and surgical results of pediatric patients with laubry - pezzi syndrome (lps) undergoing cardiac surgery. Devices included in the study were unknown st. Jude/abbott mechanical heart valve, unknown ats valve, unknown edwards valve, and unknown carbomedics valve. The article concluded that the closure of the ventricular defect and replacement of the aortic valve in pediatric patients with lps provides a therapeutic option in patients where aortic valve repair is not possible or has been unsuccessful. [(B)(6)]. The time frame of the study was from (B)(6) 2004 to (B)(6) 2021. A total of (B)(4) patients were included in the study, of which (B)(4) received a st. Jude/abbott device. The average age was 16.3 years, the average weight was 55.5kg, and the majority gender was female. Comorbidities included laubry-pezzi syndrome, prior surgery, severe tricuspid regurgitation, aortic regurgitation, and aortic stenosis.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Literature attachment: article title "aortic valve replacement in pediatric patients with laubry-pezzi syndrome". Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.